Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was noted there was intermittent undersensing on the right atrial (ra) lead during atrial fibrillation (af). The lead remains in use. No patient complications have been reported as a result of this event.